Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, three 6f¿12f mynx control venous vascular closure devices (vcd) were associated with groin issues with possible infections. The patient reportedly had groin sites that were draining pus. The patient did not return for evaluation. The sites were not cultured, and the physician placed the patients on antibiotics. There was no reported patient injury. It was reported that the patients all had 3 access sites that were all closed with mynx venous on the right groin. The device will be returned for evaluation.